Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she wore a tampon for about two hours and upon removal the tampon fell apart. This occurred with two tampons. She was able to manually remove the remaining tampon pieces and was doing well.